Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/12/2014- medical records received. Patient was revised to address soft tissue reaction and fluid. The information received does not change the MDR decision. This complaint was updated on: 03/25/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain.